Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) unit is not zeroing properly. There was no patient harm.

Manufacturer narrative:
Due to character restrictions in block e1 event site name : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check by user, the cs100 intra-aortic balloon pump (iabp) unit is not zeroing properly. There was no patient involvement

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A getinge field service engineer fse was dispatched to the site to evaluate the unit. As per discussion had with distributor who told customer is not willing to repair this system.

Event description:
N/a